Event description:
The customer alleged that a biological indicator (bi) turned positive after 48 hours. The load was recalled, but not all the processed items were retrieved. The customer stated that the healthcare worker that was associated with the event no longer works at the facility, thus unable to provide more information on the unrecalled items. The customer stated that, at this time, he is not aware and uncertain of any injuries reported from the event.

Manufacturer narrative:
Conclusion: other - customer reported suspected positive bi from a cyclesure lot. The device history record for this lot was reviewed and found to meet all required specifications without any manufacturing nonconformities. Testing performed on the retain samples of the same lot number did not show any anomalies and, therefore, was unable to confirm the failure mode reported by the customer. A thorough investigation of this complaint did not produce a confirmed root cause for the positive bi result. An assessment of the failure mode and effects analysis revealed low-safety risk to the user. The complaint history for this lot showed two other similar reported complaints. Complaint trending shows that the trend for cyclesure "suspected positive bi" is within an acceptable control limits. Asp will continue to track and trend for this type of complaint.